Event description:
During the implantation procedure, it was reported that the lead performed well initially but then became resistant to bending and hung up on the wire. The lead was not implanted.

Manufacturer narrative:
(B)(6) 2010: the lead got hung up on the wire during placement. The analysis for this case is pending.